Manufacturer narrative:
Concomitant products: 6725 adaptor; 5076-52 lead, implanted (B)(6) 2015.

Event description:
It was reported that the patient received inappropriate therapies for detection of supra ventricular tachycardia (svt) by the cardiac resynchronization therapy defibrillator (crt-d). The device remains in use. No further patient complications have been reported as a result of this event.